Event description:
It was reported that the chair is difficult to fold into seat position/fold up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.